Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. (B)(4) d4, h4: the device serial/lot number and date of manufacture are unknown at this time. Investigation summary the product has not returned to depuy synthes mitek, however a photo was provided for review. ¿ the photo investigation revealed that expressew iii ac+ gun had the upper jaw deformed. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to a procedural variable, such handling of the device or product interaction during procedure. As per instructions for use (IFU), it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from australia that during an unspecified surgical procedure it was reported that when using the expressew iii ac+ gun device that was on the rcr tray it was reported that the device would not hold the suture after it was passed. It was reported that on closer inspection it was found that the end of the expressew device was bent thus it could not hold the suture. It was reported that the device was unloaded, and a new one was opened and reloaded with the old needle but a new plate. There were no adverse consequences to the patient or surgical delay reported. No additional information could be provided.